Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After a guidewire was passed through and plain old balloon angioplasty was performed with a 2.0mm balloon, a 3.00 x 20 synergy drug eluting stent was advanced but resistance was encountered and the device failed to cross the lesion. When the device was removed, it was noticed that the distal part of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.